Manufacturer narrative:
1/13/1998-supplemental report #1 sent to FDA. Device not received for evaluation.

Event description:
The product was used during an unspecified procedure. Reportedly. The suture broke. The surgeon used another suture to complete the procedure. The hosp has reported that no pt injury occurred.